Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a lantern delivery microcatheter (lantern). During the procedure, the hospital staff kinked the ruby coil lp upon inserting it into the lantern. Therefore, the ruby coil lp was removed. The procedure was completed using a new coil. There was no report of an adverse effect to the patient.